Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving baclofen 2000 mcg/ml at 129.9 mcg/day via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported the patient had their pump replaced on (B)(6) 2016. It was noted that aspiration from the catheter was sluggish intra -operatively. They were able to aspirate enough to know they cleared the catheter. When they injected saline into the catheter to check for issues they saw a tiny bubble on the side of the catheter indicating there was a pinhole in the catheter. The hcp trimmed the portion of the catheter that had the pinhole to revise/resolve the issue. Further information was provided that the catheter issue was discovered during the pump replacement surgery. The pump was replaced due to elective replacement indicator (eri). The patient did not experience any symptoms related to the event. The cause for the catheter issue was unknown. The patient recovered without sequelae and was discharged on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative indicated the reason for early replacement was due to difficulty refilling due to patient weight gain; pump was deep now. Instead of revising the pocket, the surgeon decided to replace the pump in order to save the patient from another surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.